Manufacturer narrative:
The reported event was confirmed. The sample was inflated with water and observed water leaking thru sac collar of catheter. Dissected the catheter and observed pinhole at the bottom part of sac collar. Pinhole was examined under microscope and noted to be rounded and smooth. Sample was examined under microscopic and identified this is related to manufacturing. The device history record was reviewed and found a possible manufacturing issue(s) that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: "[warnings]: method for use: do not inflate the balloon in the urethra. [The urethra may be injured.] Do not pull the catheter hard. [The bladder/urethra may be injured.] Applicable patients: patients with delirium who might pull out catheter [when patient tugs at catheter unconsciously, the bladder and urethra may be damaged.] [Contraindications]: method for use: do not reuse. Do not resterilize. This device contains 10% povidone-iodine. For patients with past history of allergic hypersensitivity to povidone-iodine or iodine, consider using alternative disinfectants. Be careful that the catheter is not exposed to ointments, contrast medium or oil-based lubricants (including vegetable oils such as olive oil, mineral oils such as white petrolatum and animal oils). [They may damage the device and may burst balloon.] Do not hold the device with forceps, etc. Avoid contact with any blades or sharp-edged instruments. [Catheter damage may cause balloon rupture and accidental balloon removal or failure to deflate or remove the balloon.] Applicable patients: do not use in patients who are or have been allergic to natural rubber latex."

Event description:
It was reported that the catheter balloon was difficult to inflate during placement. Per additional information from the investigator via email (B)(6) 2019, it was observed that there was a pinhole at the bottom part of the sac collar on the catheter balloon that allowed water to leak out.